Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient experienced a skin reaction with redness, and infection, underneath sensor pod area only. The patient contacted his dermatologist and was reaction was treated with an unknown medication that the patient was not able to clarify. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).